Event description:
It was reported that while using the orthomap® precision knee 5.0 software for a knee replacement procedure, the internal/external rotation of the femur showed opposite readings to what was visually present in real time. The procedure was completed successfully without a clinically significant delay. The surgeon disregarded the femoral rotation information provided by the navigation system and instead relied upon visual assessment of the femoral rotation alignment. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that while using the orthomap® precision knee 5.0 software for a knee replacement procedure, the internal/external rotation of the femur showed opposite readings to what was visually present in real time. The procedure was completed successfully without a clinically significant delay. The surgeon disregarded the femoral rotation information provided by the navigation system and instead relied upon visual assessment of the femoral rotation alignment. There was no medical treatment or intervention required as a result of the event and no adverse consequences.